Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized and the patient began remedial therapy with vancomycin (2g/2l bag, loading dose, ip), fortum (1gm/2l, loading dose, ip), and fortum (daily dose to be prescribed per patients doctor, route not reported) for the peritonitis. It was not reported whether the peritonitis resolved. Dianeal pd2 ultrabag therapies were ongoing. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy.